Event description:
Risk manager reported infusion lasted 4 1/2 hours too long. Doxorubicin 240 ml was to infuse as a primary at 10 ml/hr over 24 hours. Similar 24 hour infusion had just been given on same module with no problems. New bag was hung at 2130 on (B) (6) 2008. At 2130 on (B) (6) 2008, there was still fluid in the bag. Switched infusion to different device at same rate and remaining fluid completed infusing at 0230 on (B) (6) 2008. Pharmacy prepares infusion by transferring required volume to empty bag, but risk manager does not know if transfer device had been calibrated. Device's event log reviewed: device was programmed at 10 ml/hr as intended, and shows the volume infused at the end of 24 hours to be 241.49 ml, which is within the +/- 5% accuracy specification. Device has been requested for further evaluation, but has not been received. Follow-up report will be filed if device is received and further investigation is completed.

Manufacturer narrative:
(B) (4). (B) (4).